Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose above 200 mg/dl at the time of the incident. The customer was at 180 m/dl at the time of hospitalization, then went up to 260 mg/dl, and the morning of the call, they were in the 300 mg/dl range. The customer was at 341 m/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as memory loss and inability to fall asleep. The customer was wearing the insulin pump during the incident. Troubleshooting was completed for the highs but not the lows. Caller also reported going low to 63 mg/dl after a high of 341 m/dl. The customer treated with juice for the low. The insulin pump will not be returned for analysis.